Manufacturer narrative:
Clarification was received regarding the guidewire used alongside the wire that had been used for brockenbrough (bb) with sl0. The response indicated that it was the wire attached to the vizigo. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 17074688 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced complete heart block that required a temporary pacemaker. After conducting brockenbrough (bb) with sl0, at the timing when another catheter was about to be inserted into the left atrium with a guide wire next to the remaining wire, atrioventricular (av) block occurred. A backup pacing was required. The atrioventricular block improved afterward, but the procedure was terminated as a precaution. For safety, a temporary pacemaker was placed in the patient, and the patient was returned to the room. The patient did not require extended hospitalization. Patient fully recovered. The physician¿s opinion was that the adverse event was not related to j&j products. The av block occurred prior to the treatment. Only the vizigo short and sound star eco catheter had been inserted into the patient¿s body before the av block occurred. Per the physician¿s comment, it was believed the issue occurred when trying to pass another wire alongside the wire that had been used for bb with the sl0. The wire may have brushed against the his bundle when it drifted toward the tricuspid valve.